Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with other devices resulted in the noted bent core; thus resulting in the reported difficult to position during advancement and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat chronic total occlusion (cto) in the left anterior descending (lad) coronary artery. At the end of procedure, a new ht pilot 50 guide wire was advanced to the lesion without any issues noted. A non-abbott intravascular ultrasound (ivus) device made one successful pass over the ht pilot 50 guide wire. During the second pass, resistance was felt between the ht pilot 50 guide wire and the ivus during advancement. The ivus had to be pulled using force to be removed from the guide wire during withdrawal. Both devices were removed individually from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.